Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips were scissoring. A new device was used to complete the procedure. There was no pt consequence. The device was discarded.

Manufacturer narrative:
(B) (4). (B) (4). Info is unavailable; device was not returned for evaluation.